Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high triglyceride (tg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer on ten patient samples. The erroneous results were reported outside the laboratory, but were amended by subsequent results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples are drawn in serum separator tubes. The samples were all from outpatient clinics and all were centrifuged at the corresponding clinic. Prior to the event, the tg reagent was calibrated. Qc results were within the lab's established ranges. When the high tg results were detected, qc samples were repeated. Level 1 qc was out of range - high. The customer then recalibrated and repeated the qc samples. The results were within the lab's established ranges. A bci field service engineer (fse) was dispatched and ran performance verification testing (pvt) to troubleshoot, which failed. Fse replaced the wash station probe. The pvt was repeated and passed. Tg qc was within the lab's established ranges. There have been no further calls to the bci hotline pertaining to tg result problems.